Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was performed on the left anterior descending artery (lad). A 2.50mm x 20mm nc emerge balloon was used for treatment. While introducing the nc emerge through a non-boston scientific guide catheter, the shaft broke. The guide catheter with the nc emerge balloon was removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.